Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a MRI with the insulin pump on. The insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 112 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.